Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that last month this battery status was at 100 bpm or beginning of life (bol), today it is at 85 bpm or elective replacement indicator (eri). The patient is dependant and will have the device replaced soon.